Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was not confirmed. Additionally, the investigation found reportable malfunction: due to damage on the charge coupled device (ccd) unit, a foggy image occurs. Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during service / maintenance, the flex 3d deflectable videoscope, while moving the cable color lines and dots appeared. There was no patient involvement.